Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely reviewed the error log and found no issues. The ccc specialist assisted the customer in setting up service method testing (smt), which failed a sample 2 probe bottom of cuvette alignment. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced sample 2 (s2) mixer assembly and sample probe. The cse inspected the transfer belts and slide and found no issue. The cse primed the system and performed s2 alignment testing which passed. The cse auto aligned sample probe 1, reagent probe 3 and reagent probe 4. The cse ran quick check, which passed. The cse ran precision with patient samples, resulting satisfactory. The cse ran quality controls (qc), resulting within specifications. The cause for the discordant, falsely low ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then repeated on an alternate dimension vista instrument, resulting higher and matching the original instrument repeat result. The alternate dimension vista instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.